Event description:
On (B)(6) 2025, a patient underwent a stent procedure using the venovo stent. The stent was placed from the left common iliac vein to the common femoral vein. It was reported that the patient experienced lower back pain post-procedure. The patient was stable now.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Two provided images demonstrate patient treatment; two overlappingly placed stents are visible inside the iliofemoral vessels. The placed stents have regular contrast indicating regular coverage, and the strut structure as well as the contour appear regular. A failure such as strut fracture cannot be confirmed which leads to inconclusive result. In this case the user did not experience a device deficiency during the procedure, the stents could be placed without difficulty; the lesion was pre and post dilated, 9fx20cm introducer with 0.035" guidewire were used for access, and the stents could be placed without strut irregularity. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. 'Pain (e.g. Back pain, procedural pain, vessel puncture site pain)' was found mentioned under potential complications and adverse events. Holding and handling of the delivery system during the procedure including accessories and preparation was found to be properly described. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent procedure using the venovo stent. The stent was placed from the left common iliac vein to the common femoral vein. It was reported that the patient experienced lower back pain post-procedure. The patient was stable now.